Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had initial surgery on (B)(6), right after covid outbreak happened. Due to all the unknowns, he was unable to receive therapy post-operatively. His knee had to be revised due to significant scarring. Doi: (B)(6) 2020, dor: (B)(6) 2020, left knee.